Event description:
It was reported that after firing the stapler, the doctor noticed that at the 12 o'clock position, the staples were not visible and tissue at the region was not cut and appeared crushed. He proceeded to manually suture. Item has since been discarded. Additional information has been requested no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Event description:
The staples were malformed at 12 o'clock. The case was completed using sutures. The patient is fine.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Manufacturer narrative:
(B)(4).